Manufacturer narrative:
The event documented in this report is a repeat instance of a missing high voltage pump cover. A CAPA was opened to address a prior reportable event which led to preventive action in the form of a procedure update for periodic maintenance. Because of this procedure update, field service was able to identify and rectify this issue as prescribed by the newly included instruction to ensure modulator safety covers were installed.

Event description:
It was reported that the plexiglas safety cover for the vac ion high voltage pump on the cyberknife modulator was not present during maintenance activity. This was observed during planned maintenance by a field service engineer. The cover was re-installed. No injury to service personnel or site staff noted.